Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture and intermittent capture at maximum output. The lead perforated the patient's heart and caused a pericardial effusion. The physician attempted to reposition the lead but could not get good numbers and the physician elected to explant the existing lead and place an alternate lead. No further patient complications have been reported as a result of this event.